Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that there was no developing mark on the tip of the microcatheter so it could not be used. No patient injury was reported as a result of the event. There were no patient symptoms or complications associated with this event. The vasculature was normal in tortuosity. The devices were prepared as indicated in the instructions for use (IFU). There are no images for review. The patient was undergoing treatment of an arteriovenous malformation. Access was through the femoral artery with 8f diameter. Additional information received clarifying that the "developing mark" mentioned int he mpxr was referring to the distal marker band which was missing from the tip of the catheter. This was observed during the procedure which the device was within the patient's body. The marker could not be located at all. The catheter was removed from the patient and replaced with another to complete the procedure.